Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 53 mg/dl. The customer¿s blood glucose was 53 and 77 mg/dl and the sensor glucose was 40 and 65 mg/dl. The sensor had inaccurate readings. The insulin pump will not be returned for analysis.